Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. Omsc found as follows from investigation; [the device confirmation result]. -it could duplicate the reported phenomenon which the image of the subject device was pitch-black and not displayed. -it was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. -it was conducted the endoscope leak test and confirmed that there were no abnormalities. -as a result of examining the isolation of the reported phenomenon, no image, it was confirmed that the cause was in the image sensor unit built into the distal end of the subject device. -as a result of checking the appearance of the subject device, it was confirmed that there were scratches, dents on the distal end and dirt (foreign object) adhered to the objective lens at the distal end, the surface of the light guide lens. Other than the above, no significant appearance abnormality was found in the subject device appearance. -it has been confirmed that the repair history for the past year was as follows. February 01, 2021.02.01: a rubber adhesive of the insertion part replacement, repair for operational angle loose part. [Cause of the reported phenomenon occurrence]. (Cause surmising). Omsc surmised there was the possibility this phenomenon was attributed to abnormal image sensor unit failure which is built into the distal end of the subject device. It was found when checking the resistance value and bias voltage of the image sensor unit. It might have occurred due to electrical load (stress), environmental load (stress), mechanical load (stress, hit, bending) with energization of the image sensor. The image sensor failure of the image sensor unit might have occurred due to the electrical wiring inside the image sensor was short-circuited or broken or abnormality. (Occurrence orders) . It could be not identified. However omsc surmised that the electrical wiring inside the image sensor of the subject device might have be short-circuited or broken. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was pitch-black and not displayed at the preparation for unspecified therapeutic procedure. The intended procedure was completed with a similar device. The user would like really to know the cause, because this malfunction had been occurred several times and the subject device had been sent to check to olympus service operation repair center (sorc) before. There was no patient injury associated with this report.